Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte pnk 20ga x 1.88in catheter broke / separated after placement cannula was used for arterial line , upon removing the canula it had broken 1-2mm from the hub , cannula remained in the radial artery. Arterial line insertion on first pass, no wire. Monitored throughout procedure, not used in pacu

Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.